Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the first to fourth bands were deployed normally, and the fifth band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing was returned with three bands still attached and bent teeth, while the handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This may be associated with the physician's technique or the handling of the device during band deployment. It is possible that the positioning of the device or anatomical tortuosity during the procedure interfered with the handle's functionality, making band deployment feel difficult. The presence of marks and bent teeth on the ligator housing suggests that excessive force may have been applied. This damage could be due to the method of device insertion or manipulation within the patient, potentially compromising both the teeth and the handle's performance during deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the first to fourth bands were deployed normally, and the fifth band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.